Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection performed on the returned reader and observed reader to be damaged due to use related issue. Observed cracked next to the button, at the edge of reader. The observed damage will not prevent the reader from functioning as intended. Visually inspected the reader and observed damaged usb (universal serial bus) port and usb port pins. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the returned reader and damage or evidence of fire was observed at internal usb port. An extended investigation was performed. A review of the case history was performed. The user reported for reader wont charge. The reader did not turn on with button, cable and strip insertion. Burnt marks were observed around internal usb port. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and crack near the button, damaged usb port/pins, burnt marks around the usb casing and on the usb port were observed. The reader did not turn on with button pressed, cable and strip insertion. The reader was placed into libre reader test fixtures to download the log by connecting the reader to computer using approved software and checked for cybersecurity error codes; no issues were observed. The returned reader was not able to power on with button pressed and strip insertion. The returned battery voltage was measured and the result was not within the specification range. Attempted to charge the returned battery using the reader fixture and the battery was able to be charged. The off current was measured to be within specification range. The reader was monitored under a thermal camera and no thermal hotspot was observed. A self-test was performed using the reader's own software and self-test was passed. Therefore, this issue is not confirmed due to user error. The observed damage to the usb port is an indication of consistence excessive force applied to the usb port while inserting usb cable which will prevent the reader from charging. It was further observed that reader usb port was subjected to external heat which resulted in the melting of the casing around the usb port and the burnt marks on the usb port. The reader passed all functionality test, indicating there are no issues with the reader functionality. Additionally, the reader logs were downloaded and indicated that the issue was not out of box. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Section g-3 (date received by mfg) was incorrectly documented in the previous initial report. The correct g-3 date is september 7, 2025.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.